Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00722. It was reported that the patient experienced pain and discomfort at the right occipital lead site. In turn, surgical intervention may occur at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, both occipital leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00722. It was reported that the patient experienced pain and discomfort at the right occipital lead site. In turn, surgical intervention may occur at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, both occipital leads are being reported.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.